Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that she went to bed saturday night and did not wake up sunday morning. At 4:00 pm, patient's husband could not wake up the patient and called emergency medical services (ems). Patient reported that the cgm read 161 mg/dl and a finger stick (fs) was 12 mg/dl. Patient was treated with a glucagon shot; it is not known who administered it. Ems staff had the patient's husband feed the patient. After eating, the patient's blood glucose (bg) value was 183 mg/dl. Patient was not transported to hospital. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.